Event description:
On (B)(6) 2011, the pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. On (B)(6) 2012, the pt underwent endovascular repair of a left common iliac artery aneurysm and the distal type 1 endoleak at the ipsilateral leg using a contralateral leg component. On (B)(6) 2012, the pt presented aorto-duodenal fistula and impaired left renal function due to infection. The physician performed an open surgery. An axillary-bifemoral bypass was executed firstly. Then the dysfunctional left kidney was extracted and the excluder devices were removed. The abdominal aorta was ligated and the surgery ended without event. The pt tolerated the procedure. The cause of infection was not identified.

Manufacturer narrative:
Results: the review of the mfg paperwork verified that this lot met all pre-release specs. The review of the sterilization paperwork verified that this lot met all pre-release specs. Conclusions: the root cause of the infection is unk.